Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind and had a motor position encoder error alarm at the alarm history file due to an out of phase motor encoder signal. Unable to perform functional tests including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement test due to the motor error alarms. The pump was received with a cracked case at the display window corners, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went through a MRI with the insulin pump on. In the alarm history there was a motor error and a motor position encoder error alarms. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.